Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. Additional information indicated that the right ventricular (rv) lead was cut off. No additional adverse patient effects were reported. This rv lead was surgically abandoned.